Event description:
On (B)(6) 2010,an isite pacs customer facility reported that they considered a potential safety issue while using isite pacs. It was reported that as the nightly optimization jobs are running on the database, the database tables are intermittently locked causing the registration message for some exams to time out. Although all exams are stored in the system, when the registration process fails, the exams are not visible to the user (although present in the system) and were reported as a concern.

Manufacturer narrative:
Isite pacs is a software product. Philips is able to evaluate the product at the customer site by remote access, as well as evaluate the same product version in-house. Based on the available information at the time of this report, these timed-out registration messages are being identified and the registration of the exams is being resolved manually at this time (so that all exams are registered properly and visible). There was no loss of patient data.